Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, he implanted an iol with additional acrylic lens material being left on the peripheral portion of the lens. He worked to remove the peripheral acrylic material from the lens. There was no patient injury or complication. Additional information was provided by the surgeon that he noticed the additional material on the peripheral portion of the iol after he implanted it. He then removed the additional material manually. There was no patient harm. The patient is doing fine. There are no long term issues.